Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt is not receiving adequate stimulation. A sjm rep was unable to resolve the issue with reprogramming. X-rays showed the scs leads have migrated. F/u identified there are other health issues which have to be resolved before the pt will be considered for surgical intervention.